Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shut off and has batterie issues. There was no patient harm.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Additional information: contact person phone number:(B)(6). A getinge field service engineer (fse) visited onsite, verified unit had no failures found in the logs, ran unit for several hours with no shut offs. It was noted that battery status during time of incident had been low, with battery 1 being at 0 percent and battery two at 20 before shut off. Unable to duplicate failure, unit returned to customer. Patient involved but no harm reported.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.